Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue of infusion set the tubing got detached from connector on (B)(6) 2024. The tubing detached after being in use for 1 day. No further information available.